Manufacturer narrative:
Unit had stripped battery cap coin slot (p), missing address or serial number label and missing end cap sticker.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose was 467 mg/dl. The customer was treated with manual injection. The insulin pump will be returned for analysis.